Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave® clear, 3 clamps, luer lock where it was reported the microclave is leaking. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of a photo or the sample, the reported complaint could not be confirmed. No lot given, so a lot history review could not be performed. Reporter facility name: bc children's hospital and bc women's hospital + health centre-provincial health services authority.